Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cerebral vascular accident remains unknown.

Event description:
Related manufacturing ref: 3005334138-2019-00375, 3008452825-2019-00331, 3005334138-2019-00376. During an ablation procedure, a cerebral vascular accident (cva) occurred. The patient experienced diplopia and difficulty of movement. A cranial CT scan was performed with symptoms lasting less than 24 hours which resolved without sequelae. There were no performance issues with any abbott devices. The patient has a history of cva¿s with a hemorrhagic stroke in 2015 with paresis in the lower left extremity.